Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and developed infection at abutment site. Clinical management is ongoing. The implanted device remains.